Manufacturer narrative:
Correction: g2 - "foreign" should have been selected.

Event description:
It was reported that the patient's pacemaker recorded inaccurate diagnostic measurement. Programming changes were made. The patient was stable throughout.